Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Examination of the photos taken by zimmer biomet warsaw during decontamination that shows the product has failed before first use. The root cause of the damage that occurred is due to a very heavy impact which has forced the distal end of the stem through the pouch, through the wall of the blister and exiting out of the cardboard carton by 4cm. The pouch can be confirmed as vacuum sealed due to the porous coating indentations in the pouch internally and the out-line of where the pouch has been sealed very noticeable. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was determined to be transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon opening of the outer packaging of the implant, it was noticed that the distal tip of the implant seemed to have been forced through the packaging. No damage was noticed on the inner container. The case continued without undue delay and another implant was used to complete the case. No adverse event was reported as a result of this malfunction.